Manufacturer narrative:
The reported event of lead noise with inappropriate automatic mode switch was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical test found no indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes that the lead was explanted and returned for an unknown cause. No further information was available.

Manufacturer narrative:
Correction: h6 - investigation conclusions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited lead noise that was oversensed and resulted in inappropriate mode switch episodes. Isometric testing could not reproduce the noise. No programming changes were made.